Manufacturer narrative:
The patient was noted to have a suspected staph infection approximately 5 months after the initial implant procedure. The time frame for development of the staph infection suggests that the nalu device was not the source of the infection. There are no known test results to confirm presence or type of infection.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. On (B)(6)2024 the firm was notified that the patient was scheduled to have the system explanted. On (B)(6)2024 a full system explant was performed. Per the physician, patient was explanted due to a suspected staphylococcus aureus (staph) infection at the implant site.